Event description:
It was reported that the patient was placed on the ventilator by the rt in the hospital when it shut down with a hdw fault alarm. The patient was removed from the ventilator and placed on another ventilator. No patient harm as clinician was present. Biomed at the facility was able to duplicate the reported problem.